Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was referred to a neurosurgeon by their pain physician to replace the percutaneous lead with a surgical paddle lead. Follow-up indicated that the whole system was removed and replaced with a competitor's device. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful. There have been no reports of further complications regarding this event.